Manufacturer narrative:
Updated fields: h2, h3, h4, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: a kinked and defective image sensor unit cable that could have caused a breakage or short circuit of output signal wires. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that no image was displayed during inspection for use, involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.